Event description:
Note: this report is for one of eleven boston scientific corporation (bsc) devices used during this procedure. Please reference MDR# 3005099803-2012-06224 for the parent device. It was reported to bsc that a nephromax balloon dilatation catheter was used in a percutaneous nephrolithotomy (pcnl) performed on (B)(6) 2012. During the procedure, the physician noted that the patient's blood pressure dropped suddenly. She bled "profusely". The patient, whose age was reported to be (B)(6), had other co-morbidities (specifics unknown). She died the following day, (B)(6) 2012. There were no reported defects or malfunctions with the bsc device. The physician has not responded to several requests for additional information.